Event description:
It was initially reported that the pt had been through a withdrawal and had history of withdrawal with no further info on (B)(6) 2011. It was later reported by the hcp (health care professional) that it was unclear how much medication was reaching the intrathecal space. There was a catheter break/tear/hole at the pump/catheter connection. Pump infusion was reduced which precipitated "narcotic withdrawal". Pump was then increased to prescription level about nine hours after revision. Drugs infused included dilaudid and morphine.

Manufacturer narrative:
(B)(4).